Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect on (B)(6) 2025 at 16:16:05; however, a specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2025. The file captured a driveline disconnect on (B)(6) 2025 at 16:16:05, which resulted in a pump stop lasting approximately 26 seconds. Of note, a backup battery fault alarm activated at 16:14:50 (further addressed under the system controller investigation), just a few minutes prior to driveline being disconnected. The driveline was then reconnected at 16:16:27, and the pump ramped back up to the stored patient speed without issue. The driveline was then disconnected again at 16:16:44 and the pump was stopped for the remainder of the file, appearing consistent with the reported controller exchange performed by the patient. No other notable events or alarms were captured, and the pump appeared to be operating as intended while the driveline was connected. No further information regarding the driveline disconnect on (B)(6) 2025 at 16:16:05 was able to be provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the family of a ventricular assist device (vad) patient reported on monday (B)(6) 2025 that they performed a system controller exchange for a flashing yellow alarm. Log files were sent from the system controller that was alarming on the patient. Then, the patient returned to the hospital with reports of communication fault alarms post exchange. Log files were reviewed, and the event log displayed multiple strings of backup_battery_fault alarms beginning (B)(6) 2025 at 4:16 pm followed by driveline_disconnect / lvad_off alarms at 4:17 pm indicative of a system controller exchange as mentioned. The backup battery (bb) faults occurred due to a failed bb load test. The event log file displayed multiple driveline_comm_fault alarms / (f20) com_b_fault(s) beginning (B)(6) 2025 at 7:20 am through 2:11 pm. It was recommended that the modular cable and the system controller be replaced, with an out of box system controller and a new modular cable. A new set of log files were requested. Additional information from (B)(6) 2025 provided log files after another system controller exchange. Over 25 power cable disconnects on the black power cord were performed prior to obtaining the attached log files. There had been no additional communication fault alarms. Log files were reviewed, and they captured routine events, with no notable alarm conditions or parameter changes. The communication fault alarms did not return post exchange as mentioned. The modular cable was exchanged along with hsc-140527 to resolve the driveline faults. Another driveline disconnection and reconnection was noted in the log files before the controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.